Event description:
It was reported that the cot was positioned at full height when the head end dropped one level. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot was positioned at full height when the head end dropped one level. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.

Manufacturer narrative:
Alleged cot drop event could not be confirmed. No additional details regarding the event or the service that was provided on this device were available. The issue was resolved for the customer by the customer's third party service provider as the customer reported that the device had already been evaluated and returned to service. The customer reported that the device had already been evaluated.